Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the colonovideoscope exhibited a foreign object clogging the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h6 and h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The legal manufacturer could not confirm whether the customer's reprocessing steps deviated from the instructions for use. Based on the results of the investigation, olympus confirmed that foreign material remained in the device. However, the cause of the material remaining in the device could not be determined. Additionally, the section of the device where the foreign material was found showed no signs of deformation. The event can be prevented by following the instructions for use which state: instructions for gif-1200l/I operation manual chapter 3, ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif-1200l/I, reprocessing manual chapter 5, ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.